Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bradycardia, coded, and expired. The physician reported that after the first target nodule biopsy in the anteromedial segment of the left upper lobe, and before the regular bronchoscope airway inspection, the patient coded and the procedure was aborted. Resuscitation was successful. A cardiac catheterization showed clean coronary arteries. No bleeding or pneumothorax was found. Ten hours post procedure, imaging showed anoxic brain injury. The patient expired the next day. The pulmonologist stated that the adverse event and patient outcome were not ion system related; the event was attributed to unspecified multiple patient factors.

Manufacturer narrative:
System logs are not available for review. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that during the procedure the patient developed bradycardia for which glycopyrrolate was administered and the heart rate dropped to 13 beats per minute prompting a code to be initiated. Efforts at resuscitation continued for about 45 minutes included CPR, atropine and defibrillation for ventricular tachycardia. Return of spontaneous circulation was achieved and st elevations were noted on ECG. Urgent left heart catheterization revealed no obstructive coronary artery disease and the cardiologist reported the available data were consistent with takotsubo¿s cardiomyopathy in the setting of the patient learning of his brother¿s death minutes before the procedure. Studies revealed no bleeding and no pneumothorax. The patient was transitioned to a comfort only management plan after eeg, CT scan and MRI revealed significant brain injury due to anoxic encephalopathy, the patient died the following day. Based on the available data the triggering event was takotsubo¿s cardiomyopathy in the setting of the patient learning of his brother¿s death minutes before the procedure leading to arrhythmias and shock with end organ damage including anoxic encephalopathy. The events were procedure related and not device related. There was no reported malfunction of the ion system, instrument, or accessories. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). One prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Takotsubo accounts for 1-3% of all patients presenting with acute coronary syndrome and has been reported to present with arrhythmias and cardiogenic shock. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Ghadri j-r, wittstein is, prasad a, sharkey s, dote k, akashi yj et al. International expert consensus document on takotsubo syndrome (part I): clinical characteristics, diagnostic criteria, and pathophysiology. Eur heart j. 2018. Templin c, ghadri jr, diekmann j, napp lc, bataiosu dr, jaguszewski m et al. Clinical features and outcomes of takotsubo (stress) cardiomyopathy. N engl j med. 2015.